Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: the reported longevity anomaly was confirmed in the laboratory and was due to a programmer overestimation of battery life. (B)(4).

Manufacturer narrative:
.

Event description:
It was reported that a battery depletion anomaly was observed via merlin.net transmission. The patient is scheduled for a checkup and will be monitored. No patient symptoms were reported.

Event description:
New information received states that the device was explanted and replaced. The patient is doing okay.